Manufacturer narrative:
The pleora was returned to the manufacturer for evaluation. Testing found that the green led for transmission did not illuminate during testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was stuck in standalone mode. Frame grabber was off in application and pleora had no power but 12 vdc to pleora from power board was present. Replacing the pleora resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that when the site booted up the image acquisition system (ias) system it could not get past standalone mode. There was no patient present when this issue was identified.